Manufacturer narrative:
This file was re-opened as part of a retrospective review of complaints for incorrect library and it's associated CAPA wherein this file was identified as needing a MDR to report the instance of incorrect library to the FDA. Analysis of the returned device was completed. The pump was tested with the testing protocol for incorrect software issues. The pump was powered on and the pump was confirmed to have the library "plus-v1". The pump was supposed to be programmed with the library "chemo v2", but the library was never downloaded onto the pump. There is no record on iqos of the pump ever being sent the correct library configuration, and no record of the correct library being downloaded. Functional testing confirmed the reported condition and was duplicated during testing. Reported issue found, device not performing to specification. This complaint has been reviewed, evaluated, and determined to be a part of CAPA.

Event description:
On 12/29/2022, (B)(6) of intuvie received an email from (B)(6) of 44100-(B)(6). Customer reported that pump 714065 "incorrect drug library". No further details were provided.